Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had issues with recharging. It was noted that the implant was discharged and as the patient was having recharging issues the healthcare professional decided to replace the implant. The representative stated that the implant was not near end of service, the healthcare professional wanted to replace the implant so they didn't have to replace in the near future. The patient was getting good stimulation therapy coming into the implant replacement. The representative reported that the recharging issues had begun a few months ago, though it was unknown exactly as the patient hadn't indicated a specific timeline. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.